Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval observed the reported system error 105 at power up and was caused by severed motor mount screws. The motor assembly and screws were replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a system error 105 alarm. There was no pt involvement.